Manufacturer narrative:
(B)(4). During processing of this complaint, attempts were made to obtain complete event, patient and device information. The product used during the procedure was not returned which could have aided in the determination of the cause, however, difficulty of crossing can be affected by numerous factors including, but not limited to, patient anatomical morphology, patient disease state, device placement technique, accessory device support and stent not fully apposed to the vessel wall. The accunet 3in1 comes with two recovery systems, a shapeable tip design (rc1), and a low-profile flexible tip design (rc2). The shapeable tip design is torqueable and steerable. The low profile design, is more flexible and its designed to deflect into place while advancing. It is to the discretion of the user based on his preference and experience to use the recovery system that is appropriate for the procedure. Based on available information and the absence of the device for analysis, a conclusive cause appears to be related to operational context in which the device was utilized and the patients anatomy could have contributed to the event. A review of the finished device lot history record did not reveal any nonconforming material records associated with this lot number. Additionally, a query of the complaint database did not reveal any similar incident with this part and lot number combination.

Event description:
It was reported that during a stenting procedure in the left internal carotid artery with mild calcification and 80% stenosis, the rx accunet recovery catheter was unable to pass through the stent due to the patient's anatomy. The recovery catheter was removed and another rx accunet shapeable tip design recovery catheter was used to remove the filter. There was no adverse patient effects. There was no additional information provided.